Event description:
Pt was on hemodialysis treatment for approx two hrs when nursing staff noticed that no flow was going through the dialyzer. Results of a blood sample taken showed a potassium level at 9 meg/l. Medical intervention was required. Pt was dialyzed on another machine for an additional 4 hours.